Event description:
During a 6 month maintenance by a biomed, this unit responded to and displayed a flatline rhythm when the rhythm presented was v-fib. No warnings or prompts were given. No patient was involved.